Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was stuck in the atrial lead. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿stylet not passing and getting stuck¿ through the lead were not confirmed. A complete lead with a stylet was returned in one piece for analysis. The stylet was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray inspections of the lead did not find any anomalies.